Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, infection was observed. The device was explanted and the patient was in stable condition after the procedure.